Event description:
It was reported by repair work order that the tow cable was frayed and the cable guide was bent and installed upside down. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.